Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrence incontinence. A surgical procedure was performed during which the physician observed urethral atrophy. The existing device was explanted and replaced with a new aus. There were no patient complications reported.